Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the arctic gel pad that was applied to the patient failed to produce a consistent flow rate when connected to the arctic sun machine. It was later reported that the initial flow rate was 1.6lpm and lowered to 1.5lpm which prevented the continuance of therapy. The gel pad was replaced with a different gel pad, which produced a good flow rate. The hospital staff requested further analysis of the malfunction.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the applied arctic gelpad failed to show consistent flow rate when connected to the arctic sun machine. The gelpad was swapped for a different gelpad, which contained a good flow rate. The hospital staff requested for an analysis.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the arctic gel pad that was applied to the patient failed to produce a consistent flow rate when connected to the arctic sun machine. It was later reported that the initial flow rate was 1.6 lpm and lowered to 1.5 lpm which prevented the continuance of therapy. The gel pad was replaced with a different gel pad, which produced a good flow rate. The hospital staff requested further analysis of the malfunction.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the arctic gel pad that was applied to the patient failed to produce a consistent flow rate when connected to the arctic sun machine. It was later reported that the initial flow rate was 1.6lpm and lowered to 1.5lpm which prevented the continuance of therapy. The gel pad was replaced with a different gel pad, which produced a good flow rate. The hospital staff requested further analysis of the malfunction.

Manufacturer narrative:
Received a used medium set of pads for this complaint on 11/11/2016; however, the pads were inside inner packaging for a small kit ngze3455 (no alledgement). This inner packaging was inside the box for a medium size kit ngas0715. The visual inspection noted no obvious defects that would have contributed to the reported problem. The pads were reviewed and were noted use evidence, the pads were found trim pattern is correctly, the energy connector were found free of damages and presented a good connection. The pads were submitted to the flow rate test under test method tm7600515 with the arctic sun machine model 2000 the pads were connected to the arctic sun machine model 2000 during 10 minutes, see details below: left chest pad: a total of 3.18 l/min m2 of flow rate were registered during the test; left thigh pad: a total of 2.86 l/min m2 of flow rate were registered during the test; right chest pad: a total of 3.18 l/min m2 of flow rate were registered during the test; right thigh pad: a total of 2.70 l/min m2 of flow rate were registered during the test. According the test method tm7600515 the flow rate was found to be within specifications. The flow rate for this product must be above 2.4 l/min m2. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the arctic gel pad that was applied to the patient allegedly, failed to produce a consistent flow rate when connected to the arctic sun machine. It was later reported that the initial flow rate was 1.6lpm and lowered to 1.5lpm which prevented the continuance of therapy. The gel pad was replaced with a different gel pad, which produced a good flow rate. The hospital staff requested further analysis of the malfunction.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic gel pad that was applied to the patient failed to produce a consistent flow rate when connected to the arctic sun machine. It was later reported that the initial flow rate was 1.6lpm and lowered to 1.5lpm which prevented the continuance of therapy. The gel pad was replaced with a different gel pad, which produced a good flow rate. The hospital staff requested further analysis of the malfunction.